Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c19. Annex d: d14. Additional information: . Annex a: a1301. Annex c: c0201. Annex d: d02. Annex g: g0301204 . A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed binary switches was not confirmed. On 26-oct-25, qty (20) syringes were received unboxed and with paperwork. Syringes passed asft binary switches testing. All units will need to be re-calibrated by service. No fault found device to be returned to san diego repair center for processing. Calibration required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of failed binary switches was not confirmed. On 26-oct-2025, qty (20) syringes were received unboxed and with paperwork. Syringes passed asft binary switches testing. All units will need to be re-calibrated by service. No fault found. Device to be returned to san diego repair center for processing. Calibration required by bd san diego repair center. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.